Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "patient was experiencing stiffness in foot, hard to plantar flex. The surgeon did some tendon lengthening and other tendon work to provide more movement of the ankle. He then took out the old poly and sized up to an 11mm poly."